Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. Completion of the complaint investigation is pending.

Event description:
On an unspecified date, the luer connection at the end of the tube of an unspecified administration set reportedly fell apart. This is all on the same samples. There was no report of any human harm.